Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Upon reviewing the pump history, the pump indicated a data log corruption. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.